Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
It was reported a patient had a hardware removal due to a non-union. The patient was originally treated with a synthes ex-humeral nail for a humerus fracture on (B)(6) 2010. The patient presented to the doctor for a followup where it was discovered that he had a non-union. On (B)(6) 2013, the surgeon explanted the humeral nail and revised the non-union with competitor plates and screws. The surgery was completed successfully. This is report 2 of 3 for complaint (B)(4).